Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath clear was selected for use in a pulmonary vein isolation (pvi) procedure. During use, a valve leak was observed in the sheath. The procedure was successfully completed using an alternate device. No patient complications were reported. The device is expected to be returned for analysis.